Event description:
Rn of homepatient reports leak from hole in patient line tubing of homechoice set, noted during fill of apd treatment. Rn reports hole noted in tubing near cassette and tubing interface. No patinet or medical intervention required per rn.